Manufacturer narrative:
The device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed.

Event description:
The complaint involved a plum 360 device. It was reported that the pump completely shut off while plugged in with dobutamine running. There was no change in patient condition. There was patient involvement and no injury to the patient.